Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had elevated ventricular pacing threshold in which the suspected cause was lead dislodgement. This rv lead was repositioned. No additional adverse patient effects were reported.